Event description:
It was reported that a cause for the driveline disconnect was not determined. There were no reoccurrences of the alarms. It was noted that there was a low threshold for bringing the patient in if the same event happens again.

Manufacturer narrative:
Main investigation conclusion: a review of the submitted log files confirmed a pump reset with a driveline disconnect alarm, which appears consistent with an electrostatic discharge (esd) event. The submitted log files collectively contained data from (B)(6) 2021 through (B)(6) 2021. A pump reset was captured on (B)(6) 2021 that was associated with low_pump_current fault flags and pwr_a_broken/pwr_b_broken fault flags activating the driveline disconnect alarm. The pump reset and driveline disconnect alarms appeared to have been associated with an esd event, and the pump continued at the set speed within approximately 4 seconds. The pump otherwise operated at the set speed without issue. The patient remains ongoing on (B)(6) with no further related issues reported at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) explains that high levels of static electricity may damage and/or interfere with the electrical parts of the system, disrupt communication, and cause the left ventricular assist device to stop. The IFU and heartmate 3 lvas patient handbook instruct that the device should be connected to battery power when performing activities that can generate static electricity and list ways to reduce static electricity. Electrostatic discharge is included in the safety testing and classification tables of both of these documents. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 6 ¿patient care and management¿ explains that strong static discharges should be avoided, and high levels of static electricity may damage and/or interfere with the electrical parts of the system, disrupt communication, and cause the left ventricular assist device to stop. This section instructs that the device should be connected to battery power when performing activities that can generate static electricity and lists some possible activities that can generate static electricity. Section 6 also contains a section entitled ¿electrostatic discharge¿ that lists ways to reduce static electricity. Section 7 ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. Electrostatic discharge is included in the ¿safety testing and classification¿ tables of this document. Section 3 ¿powering the system¿ and section 6 warn that the patient must always connect to the power module or mpu for sleeping or when there is a chance of sleep. A sleeping patient may not hear system alarms. The heartmate 3 lvas patient handbook, rev. C is currently available. Section 1 ¿introduction¿ warns that high levels of static electricity may damage or harm the system and may cause your pump to stop. This section instructs that the device should be connected to battery power before performing activities that can generate static electricity and lists some possible activities that can generate static electricity. Section 4 ¿living with the heartmate 3¿ also contains a section entitled ¿static electricity¿ that lists ways to reduce static electricity. Electrostatic discharge is included in the ¿testing and classification¿ tables of this document. The relevant sections of the device history records for mlp-022688 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2020. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
Related MFR #: 2916596-2021-01344. It was reported that the patient's device had low speed hazard/pump stop events while powered by batteries on (B)(6) 2021 at 22:48. The pump off event was due to a driveline disconnect event where the driveline was momentarily disconnected/reconnected at the patient¿s controller. The patient did not disconnect the driveline at that time and confirmed that the connection between the controller and modular cable was not loose. There was also a low power advisory due to normal battery depletion on (B)(6) 2021, which is a routine event.